Event description:
An asymptomatic patient received a patient notification for low pacing lead impedance. Low impedance or noise were not reproducible with pocket manipulation. Noise after hv therapy was observed on the egm. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.